Manufacturer narrative:
The reported event of downstream occlusion alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that the ed places the peripheral IV site into the patient's antecubital space. When the patient bends their arm for over 10 seconds, an downstream occlusion alarm occurs with the pump. When the patient straightens their arm, the pump will continue to alarm and not automatically return to infusing the IV fluid until the nurse enters the room and presses the start button to resume the infusion. This alarm agitates and disturbs the patient's and the patient's family members, as well as, the medication/IV fluids are not infusing during the time of the occlusion alarm, thereby causing possible harm to the patient. The customer would like to know why this occlusion alarm cannot automatically discontinue and resume the IV infusion without the nurse having to enter the room to press the start button. The customer further states that this is impacting the nurse's ability to care for their patient's when they are having to enter into a room to address the occlusion alarms. On an average shift with an assignment of 6 patient's, a nurse could press start to resume the infusion approximately 20 times a shift. The customer recognizes that it is the nurse's responsibility to check the IV site for patency, however, the patient's are usually awake, moving around, talking on the phone or eating which causes the patient to bend their arm and in turn causes the pump to alarm. Some nurse's will move the IV site to another location causing the patient to endure a painful IV placement. There was no report of patient harm.